Event description:
The complainant has reported that a male pt (age unknown) underwent a therapeutic esophagogastro-duodenoscopy (egd) in 2006. It was reported that while entering the duodenum "the floppy tip of the jagwire was dislocated from the wire." Additionally, the physician reported it was just the coating that came off, because they could see the wire portion still attached. He reported "the pieces of the wire were... Retrieved by the radiologist" who was performing a procedure following the egd to drain the common bile duct and place a stent due to a pancreatic cancer obstruction. The physician reported "the pt has gone home and is doing ok." No product is available for eval.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.